Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to erosion. The patient underwent a surgical intervention to implant a new device. No additional adverse patient effects were reported.